Event description:
It was reported that the right ventricular (rv) lead exhibited several non-sustained tachycardia (nst) episodes, short interval counts (sic), oversensing in the way of noise, and a slight increase in impedance resulting from an apparent lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Analysis has not been done and without the return of the product, it cannot be determined if this device acted as described in that field action. Concomitant: product ID d274vrc implantable cardioverter defibrillator implanted: 2010-(B)(6), (B)(4).